Event description:
It was reported that the display suddenly started to display garbled characters and that interaction with the device was significantly impaired. There was no stop of ventilation reported but the users decided to replace the device in a controlled maneuver. No patient consequences have resulted from the event.

Manufacturer narrative:
The user facility ordered a service dispatch at the local dräger s&s organization, and the reported issue could be confirmed. Log file evaluation revealed that the event is the recurrence of a known phenomenon - an alarm message including the specific code will be posted when the supervisor function of the software detects a deviation with the flash-eprom for the cpu. Such a deviation may or may not have an effect on an on-going ventilation episode - this detail could not be clarified in the particular case. To prevent from issues like this, the content of the flash-eprom shall be renewed at least every 3 years during preventive maintenance - dräger has informed the worldwide s&s force after becoming aware of the first related complaints. The workstation is 13 years old - it is not known when the previous renewal of the sw was provided. The fse has re-programmed the memory; the device passed all consecutive tests and was returned to use.